Manufacturer narrative:
Initial.

Event description:
It was reported that a patient inserted a new freestyle libre 3 plus sensor and experienced difficulty pairing it due to an incorrect or incomplete pairing process in which the user never scanned the sensor with the ilet app. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included successful initiation of sensor warm-up after guided troubleshooting and education. User support included remote troubleshooting that covered device setup education and a pairing workflow review. Investigation of this case revealed user error related to pairing the sensor prior to the first scan, which was corrected through education, and no device malfunction was identified. It was concluded, based on established findings for similar reports, that the cause was unintended use error.